Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
The pacemkaer was returned and is currently in analysis. Upon completion of analysis, this report will be updated.

Event description:
Boston scientific received information that the right ventricular (rv) lead was exhibiting loss of capture, which could not be recreated with testing. Noise was also observed on the atrial channel. Noise could be recreated with physical movement. No noise on the rv lead. The root cause to the rv loss of capture and atrial noise could not be confirmed. Lead measurements have been stable. The pacemaker and both leads were surgically abandoned and replaced. No adverse patient effects were reported.